Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks which led the patient to be admitted to the emergency room. At the hospital the patient received six additional inappropriate shocks which exhausted therapy in the s-ICD. The issue was believed to be due to the patient's hyperkalemia/electrolyte imbalance which led to the s-ICD double counting t-waves and thus delivering therapy when it was not required. No intervention was performed and the s-ICD remains implanted and in service. No adverse patient effects were reported.